Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported rn "attempted bedside PICC placement in l basilic vein x1 needlestick with catheter cut at 48cm. Met resistance in l mid-subclavian area, PICC withdrawn to adjust catheter and wire, wire appeared to be mildly molded d/t resistance met, but still in good repair. Attempted second passage, obstruction met again in same area. Catheter felt internally snagged on withdrawal. Paused for approximately one minute to relieve any potential venospasm and attempted withdrawal again, brief slight resistance met before catheter came free and was withdrawn, 48cm of catheter still intact, but internal tps wire was noted to be exposed beyond PICC tip. Internal wire was withdrawn and approximately 4cm of tip of tps wire was snapped off end. Wire embolus suspected, ir doctor was called to bedside. Stat pcxr negative for wire embolus. Pt transported to ir for fluoroscopic viewing of lue, which was also negative for wire embolus."